Event description:
On (B)(6) 2014 the pt had a left patellar tendon reconstruction with bone patellar tendon bone allograft. The pt reports that top two velcro straps on the brace broke off the immobilizer within several days of having it applied. He said it was hard to keep on with the straps falling off. Due to the failure of the brace to remain in place the pt was able to move the knee resulting in repeat surgery on (B)(6) 2014. (B)(4).